Event description:
During an implant procedure, the catheter was attempted to be introduced into the coronary sinus (cs). Following introduction of the catheter into the cs, along with another manufacturer's deca polar catheter and guidewire, a cardiac perforation was observed via fluoroscopy. Due to the perforation, a cardiac tamponade resulted, leading to the patient passing away. There was no allegation of malfunction on any abbott products. It is not known which product may have contributed to the event, but no abbott or non-abbott product malfunction was alleged.

Manufacturer narrative:
Further information was requested but not received.